Event description:
Sorin group received a report that during priming, the s5 roller pump displayed an error message and the pump stopped. The message was cleared and the pump was used during the case with no issues. There was no report pt involvement.

Manufacturer narrative:
No report of pt involvement. Sorin group (B)(4) manufactures the s5 roller pump. The incident occurred in (B)(6). This medwarch report is filed of behalf of sorin group (B)(4). Sorin group received a report that during priming, the s5 roller displayed an error message and the pump stopped. The message was cleared and the pump was used during the case with no issues. There was no report of pt involvement. The investigation is on-going. A follow up reort will be sent when the investigation is complete.